Manufacturer narrative:
In summary, the lad was in a de novo, moderately calcified, long (57.39mm), tortuous, type c lesion. The lesion was predilated and two cypher select stents (2.5 x 33mm and a 2.75 x 33mm) were deployed to 9 atms in an overlapping fashion. The stent fracture involved the 2.75 x 33mm stent only. The product is not available for analysis. Additionally, the sterile lot number is not known. No further analysis can be performed for complaints reported without a lot number and for which the associated products will not be returned. In conclusion, the safety and effectiveness of placing a cypher select stent into a lesion that is longer 30mm and/or tortuous has not been proven. Contributing factors to this stent fracture relate to the treatment of a long, complex lesion. Please note: cra33275 is not distributed in the us; however, it is similar to us product cxs33275.

Event description:
This complaint originated from an abstract presented in (B)(6). This patient was admitted for coronary evaluation due to stable angina. Angiography revealed a 95% , de novo, moderately calcified, long (57.39mm), tortuous, c-type lesion in the lad. The lesion was predilated (details unknown). The patient deployed two cypher stents, a 2.5 x 33mm and a 2.75 x 33mm, to 9 atms within the lad. The stents were overlapped. Eight months later, the patient returned for routine follow-up. Angiography revealed a stent fracture in the stents at the overlapping site. Per additional info received, no restenosis was observed. There is no additional information forthcoming.